Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse suspected that the unit was operating on battery power when the error occurred and that the unit just needed to be reset. The customer reported that the unit then declared an error 3131 (patient wye not blocked) and that the inspiratory transducer was reading 9 cmh2o and the exhalation transducer read 13cmh2o. The fse advised the customer to check to see if the inspiratory and expiratory transducers were kinked. The customer reported that one of the pressure transducer lines were pinched. The customer re-routed the lines and the issue was resolved. The device passed extended self testing (est).

Event description:
It was reported that the unit declared an error 1014 (24 volt failure) after the power supply and battery were replaced. There was no patient involvement. Event date not specified; estimate used.